Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l80790, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported that a patient¿s pain pump was not working and has not worked ¿for over a year in a half.¿ the patient stated that they couldn¿t find anyone to take it out. The alarm was ¿still going off, after being turned off many times.¿ it was causing the patient ¿a lot of discomfort.¿ it was unknown what drug was being infused by the pump. No intervention or outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.